Event description:
It was reported that during an unspecified procedure, a vessel perforation occurred. The lesion being treated was located in the tortuous circumflex artery. Following advancement of the wire beyond the sharp bend, the 1.25mm rotalink catheter burr was advanced to the lesion, and an ablation run of about 15 seconds took place. Flush following the run showed a perforation at the sharp bend of the vessel. A balloon was advanced and inflated for several minutes, and the vessel perforation was sealed. Patient status remained stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.